Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received indicates that there was a revision procedure. During the procedure, the left ventricular (lv) was tested with a pacing system analyzer (psa) and the previously observed high impedance measurements were reproduced. The field representative also noted high thresholds and loss of capture. The lv lead was partially removed (the distal portion of the lead was surgically abandoned while the rest of the lead was extracted) and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4);attempts to obtain additional information were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a clinician noted that this patient's left ventricular (lv) lead exhibited high out-of-range pace impedance measurements (>2000 ohms). Boston scientific technical services (ts) was consulted and reviewed remote monitoring data and impedance measurements in different configurations. Ts advised to reprogram the lv lead to a unipolar configuration using the lv ring electrode. The clinician indicated that they will continue to monitor the impedances. This lead remains in service and no adverse patient effects were reported.